Event description:
During a ptca procedure, an in2525 inflation syringe would not pull a negative on a clear cell balloon guide catheter. A 20cc syringe was used to deflate the balloon. No adverse effects to the pt were reported.